Event description:
N/a.

Manufacturer narrative:
Updated fields; b4, e2, e3, g3, g6, g7, h2, h4, h6, h10, h11 corrected fields: d9, g1.

Manufacturer narrative:
A getinge field service engineer (fse) conversed with the customer via telephone. The fse reported that clinical applications will contact customer for a follow-up training. In addition, the customer let the unit run on a test balloon and trainer outside of patient environment with no issues. Subsequently, the customer placed the iabp unit back into clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while in use on a patient, the cardiosave intra-aortic balloon pump (iabp) went into standby and stopped therapy after displaying gas loss. There was no harm or injury to the patient and no adverse event was reported.